Manufacturer narrative:
Patient death due to multi-system organ failure after a few hours on device. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, reported death of dedinje-belgrade patient same day as implant from multi-system organ failure. There was no autopsy, the device was not explanted, and it was reported that the device did not cause or contribute to the patient's death.